Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2012. According to the complainant, there had been difficulty in getting the solution through the tube during feeding. On (B)(6) 2012, the patient went to the hospital in an attempt to have the tube cleared. The physician noted an area of apparent clogging and decided to cut the tube before that area and reposition the y-port adaptor, however when the tube was cut, the cross section appeared as if the tube material was separating or in layers. A new non-boston scientific replacement tube was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure on (B)(6), 2012. According to the complainant, there had been difficulty in getting the solution through the tube during feeding. On (B)(6), 2012, the patient went to the hospital in an attempt to have the tube cleared. The physician noted an area of apparent clogging and decided to cut the tube before that area and reposition the y-port adaptor, however when the tube was cut, the cross section appeared as if the tube material was separating or in layers. A new non-boston scientific replacement tube was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device found the y-port to be attached to the feeding tube at approximately 12.5 cm proximal the 15 cm mark. The feeding tube was cut into 2 pieces at approximately the 3 cm mark. The distal end was returned and without issue. The y-port was without issue and barbed connector was properly attached. Both ports were found to be open. The c-clamp was open and located at approximately the 12 cm mark. The round bolster was without issue and located at approximately the 5.5 cm mark. A section of tubing was returned with the device. The tubing was found to be turned inside out and approximately 4.5 cm of the tubing was folded over one end. Heavy hard residue was found under the folded section. During evaluation the folded section was cut and peeled back with difficulty to expose the folded section. The inside of the tubing presented lengthwise striations from the extrusion process. The exterior of the tubing was smooth as expected. It appears the tubing had been inverted and folded back during removal causing the large amount of residue deposited on the inner surface to dry and cause the surfaces to be stuck together. The condition of the returned unit was consistent with the complaint incident that tubing appears to have layers. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.